Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly the filter tilted with multiple struts perforating the inferior vena cava with its tip fractured. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, the filter struts perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the detached filter struts are retained in an unknown area of the patient¿s body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately three years and seven months post deployment, a CT of the abdomen demonstrated an ivc filter at an approximate 40 degree angle to the right of midline with apex pointing to the right upper quadrant, one ivc filter leg extends cephalad to the left of midline of the ivc with its most distal tip cephalad in position to the filter apex. There is an additional filter leg external to the filter but more caudal in position. Two additional ivc filter limbs to the right midline did extend outside the caval wall to the left immediately adjacent to the external margin of the ivc filter. Based on the image review, the posterior tilt of the ivc filter in the ivc is less than 15 degrees, which is an acceptable amount. The two anterior legs project beyond the wall of the ivc. The more cranial leg projects less than 4mm and the more caudal leg of the ivc filter projects greater than 6mm beyond the ivc wall. The legs all project in appropriate position inferiorly except for a posterior, superior leg showing a probably bent leg. The ivc filter is intact. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt and material deformation. However, the investigation is inconclusive for limb detachment as there is no clear evidence of limb detachment in the provided medical records. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU(instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Adverse event problem (device: 2976).

Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly the filter tilted with multiple struts perforating the inferior vena cava with its tip fractured. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, the filter struts perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the detached filter struts are retained in an unknown area of the patient¿s body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for detachment, tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, allegedly the filter tilted with multiple struts perforating the inferior vena cava with its tip fractured. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.